Event description:
It was reported that the implantable pulse generator (ipg) showed an electrical reset. The patient had palpitations. The ipg remains in use. No patient complications have been reported as a result of this event.